Manufacturer narrative:
The product sample was not recieved for evaluation. Without the product sample co is unable to determine the cause of the breakage. Without the product lot number, co cannot trace the "DHR", a quality testing performed or corresponding results. Historical evaluation of broken drains usually determines the cause to be a nick or puncture at the break site. The product information data sheet which provides detailed information regarding precautions for using these drains is contained under the section titled warnings/complications for closed wound drainage system. Specifically co warns against any form of handling that may result in breakage ofthe drains; for example nicks, cuts and tears caused by punctures, sutures, or sharp instruments. This includes handling gently and without excessive force. Lastly, leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain and into holes may cause breakage upon removal.